Manufacturer narrative:
(B) (4)

Event description:
Same case as MFR report #: 2134265-2009-03877, -03879, -03880. Surveillance study. It was reported that following a coronary artery drug eluting stenting treatment procedure ,the pt developed a stent thrombosis and in-stent restenosis. The index procedure treated two target lesions. Target lesion one was located in the de novo, 30% stenosed, 3.0-3.25x39.7-41.4mm, mildly calcified distal rca (right coronary artery). The target lesion one was treated with direct stenting using a 2.75x24mm taxus express2 stent at 18atm and overlapping 3.0x24mm taxus express2 stent at 14atm resulting in 5% residual stenosis. Target lesion two was located in the de novo, 70-60% stenosed, 3.0-2.75x35mm proximal lad (left anterior descending). Target lesion two was treated with predilation using a 2.75x24mm balloon at 8atm, placement of a 3.0x28mm taxus express2 stent at 14atm, placement of an overlapping 3.0x16mm taxus express2 stent at 16atm, and post dilation using a 3.25x10mm balloon at 20atm resulting in 0% residual stenosis. All stents were confirmed to be well positioned and well expanded on ivus (intravascular ultrasound). Another manufacturer's bare metal stent was also implanted in the proximal rca during this procedure. The pt was discharged one day post procedure on panaldine, pletaal, and bayaspirin. The following month, the pt's medications were changed to bayaspirin, pletaal and plavix. No problems were found at the one and six month study follow up evaluations. The pt returned for a nine month study follow up with no problems on the angina assessment. Coronary angiography on day 267 showed a 60% stenosis of the distal rca and a 26-13% thrombosis of the proximal lad. On day 291 the pt underwent an exercise stress perfusion imaging exam. The physician confirmed that the restenosis would not cause ischemia, therefore, further coronary interventions were not performed. The pt was reported to be taking bayaspirin and plavix at the time of this event. The investigator assessed these events as possibly related to the study devices. No problems were found at the one year study follow up eval.

Manufacturer narrative:
As the unit was not returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.

Event description:
Corrected information received indicated the distal rca lesion treated during the index procedure was 90% stenosed, not 30% as initially reported, and residual stenoses following treatment was 0%, not 5% as initially reported. The proximal lad lesion was also corrected to be 3.5x40mm versus the 2.75-3.0x35mm initially reported. Additionally, it was reported that the patient experienced a rash in (B) (6) 2008 resulting in temporarily stopping panaldine and pletaal. Eleven days after stopping panaldine was reinstated. Fourteen days after stopping pletaal was reinstated and plavix was added due to concerns of the risk of stent thrombosis. In (B) (6) 2008, the physician felt the risk of stent thrombosis had been avoided and pletaal was decreased. The patient remained on bayaspirin and plavix. In (B) (6) 2009, thrombosis of the proximal lad was found on angiography. There were no associated ECG changes. The patient was treated with continuous antiplatelet dosages.